Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) was intermittently out of range. The patient was evaluated in clinic. It was noted that the out of range impedances were observed on vectors using the proximal coil, therefore the crt-d was programmed with a distal coil to device configuration, which had acceptable impedances. The crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental is being filed to include device analysis details.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had been intermittently out of range for several months. This crt-d was programmed to a distal coil to device configuration in november to address the issue. Subsequently, the patient presented for additional evaluation due to noise and oversensing observed on the rv channel. Isometrics and pocket manipulation were performed, but only a single discrete noise event was reproduced. The crt-d and rv lead remain in service. No adverse patient effects were reported.